Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the limb ischemia reversable has been completed. The cause of the limb ischemia- reversible was chronic occlusion distal to the sheath; the reported issue is patient condition related and unrelated to impella. As noted in the impella IFU: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the patient developed limb ischemia. Actions taken to resolve are unknown. Additionally, chronic superficial femoral artery occlusion was discovered by angiogram upon removal of the sheath. The physician unsuccessfully attempted intervention, however the surgeon was unable to cross the chronic superficial femoral artery occlusion. The patient was transferred to the intensive care unit.